Event description:
Literature: vrba I, kozak j, koran m, knotek p, stetkarova I. [Bio-psycho-social assessment of neuromodulation analgesic treatment of patients with failed back surgery syndrome (first part)]. Bolest. 2008;11(4):207-214. Summary: this article presents the use of neuromodulation analgesic methods (both stimulation and drug delivery) for the treatment of failed back surgery syndrome (fbss) in 36 patients who failed conventional medication management and successfully fulfilled the trial period. Twenty-four patients were implanted with neurostimulation systems with one electrode, 2 patients were implanted with neurostimulation systems with two electrode, and 12 patients were implanted with a pump system. Reportable event: thirteen patients experienced technical complications. No patient treatment or outcome was reported. See literature article with MFR report # 2182207-2009-07575.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal assessment.